Event description:
Healthcare professional reported right side "deflation". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold and opening on valve. Leak test, visual and microscopic analysis was performed which identified: sharp broken on fill channel, delamination of the valve (<75% partial separation) and missing plug strap (75-100%). Based on the device analysis the final assessment is: a sharp pattern on fill channel of broken device assessed as an unidentified (tear) opening. A delamination partial of the valve (cohesive failure). Missing plug strap assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.